Event description:
It was reported that this right atrial (ra) lead exhibited lead damage while the involved right ventricular lead was being removed. This ra lead was explanted, replaced with a non boston scientific model and disposed. No additional adverse patient effects were reported.